Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The previous short-to-shield was captured under MFR# 2916596-2021-00191.

Event description:
It was reported that the patient had a history of short to shield events. The patient is currently admitted with a chronic driveline infection. The patient had a previous short to shield event in 2018 at a different vad center and has not had any issues since that workup. On (B)(6) 2020 the patient was admitted due to infection concerns. The device operated as expected and the patient had a surgical clean out of the infection on (B)(6) 2021 in addition to IV antibiotics and a wound vac. The ungrounded cable continued to be used without difficulty.